Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the interface was not running. A technical support specialist (tse) updated the cce (carefusion coordination engine) services and iis application pools to use the cfn service login, since it has system admin rights to the database. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the interface failed and was not running. The customer manually started both service components and system services, but the interface continued to fail. All stations were reported to be in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.